Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to failure of the lightning lamp or led (light-emitting diode) unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center "cannot perform white balance" the device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: error e105 lamp light emitting diode (led) disconnection or short- circuit occurs when changing to narrow band imaging (nbi) mode. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.